Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. No product sample was received; therefore, visual and functional testing could not be performed. As no lot number has been provided, no review of device records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the infusion set was leaking at the insertion site, resulting in a sensor glucose reading of 306 mg/dl. In response, the pwd replaced the infusion set and administered a bolus to address the elevated blood glucose level. It was confirmed that emergency medical services were not required. There was no patient injury.